Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 23 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8302724. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200788500] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needles had one plunger cap loose and another one missing. This was discovered during use. The following information was provided by the initial reporter: material no: 328411 batch no: 8302724. It was reported that the consumer found 1 syringe plunger cap loose in bag, this same 1 syringe consumer found with plunger thumb press missing from plunger rod. Discarded the plunger cap. Has the syringe to send back with broken plunger rod.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needles had one plunger cap loose and another one missing. This was discovered during use. The following information was provided by the initial reporter: material no: 328411; batch no: 8302724. It was reported that the consumer found 1 syringe plunger cap loose in bag, this same 1 syringe consumer found with plunger thumb press missing from plunger rod. Discarded the plunger cap. Has the syringe to send back with broken plunger rod.

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 30gx12.7mm, 1ml bd insulin syringe. Consumer reported 1 syringe plunger cap loose in bag; also, this same 1 syringe consumer found with plunger thumb press missing from plunger rod. The returned syringe was examined, and it was observed that the plunger rod was broken. No plunger cap was returned with the syringe, therefore the alleged plunger cap loose issue could not be confirmed. A review of the device history record was completed for batch# 8302724. All inspections were performed per the applicable operations qc specifications. Investigation conclusion confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (plunger rod broken). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger cap loose). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needles had one plunger cap loose and another one missing. This was discovered during use. The following information was provided by the initial reporter: material no: 328411, batch no: 8302724. It was reported that the consumer found 1 syringe plunger cap loose in bag, this same 1 syringe consumer found with plunger thumb press missing from plunger rod. Discarded the plunger cap. Has the syringe to send back with broken plunger rod.